Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: event site postal code- (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had unit will not turn on. There is no patient involvement and there was no adverse event reported. A getinge field service engineer (fse) evaluated the unit and observed blood inside the device and on the circuit boards. Fse states that still repair is not completed. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair is not completed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.